Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken cable was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken ac power cord. The device was returned unrepaired to the customer. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.